Manufacturer narrative:
Concomitant products: product ID: neu_unknown_lead, product type: lead. Product ID: neu_unknown_ext, product type: extension.

Event description:
Information was received from a health care provider (hcp) regarding a patient who was implanted with a neurostimulator for parkinson's disease. It was reported that following a replacement of the left implantable neurostimulator (ins), it was discovered that the right side connector lead had malfunctioned/broken. The hcp did not have the required adapter and instrumentation to perform the revision at that time so the patient was sent home. While at home, the patient experienced an unanticipated seizure that was reported to be due to a medication issue and the patient to harboring medial temporal sclerosis not related to his parkinson's disease. The patient was admitted to the hospital and stabilized, and no further seizure activity occurred. It was decided that the procedure to revise the malfunctioning/broken extension would take place as the patient was already in the hospital. The hcp noted that there was a malfunction of the "dbs wires - leads - ipg". During the procedure, an incision was made below the incision from the previous ins exchange and the coiled wires that had been left in were exposed. A new extension connector adapter was placed and tunneled, and the connections were made to the ins. An impedance test was then performed and resulted in all contacts being with in acceptable ranges. Once normal impedances were confirmed, the new ins was implanted as it was reported to have 'expired' and the procedure was concluded. There was no known impact or consequence to the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.